Event description:
It was reported that during an ablation procedure, the user experienced blue pixels. It was noted that the laser power was not lowered and that the user did not let off the foot pedal once cold pixels were witnessed. The user was noted to be firing at 100% firing power. The physician did perform a biopsy prior to the ablation procedure and the biopsy was flushed with an unknown solution. There were no patient complications reported in relation to this event.

Manufacturer narrative:
Device evaluation: the cold pixel phenomenon was confirmed during the case.